Event description:
It was reported that a transient ischemic attack (tia) occurred. A left atrial appendage (laa) closure procedure was performed, and a 35mm watchman flx laa closure device was implanted. The patient was on xarelto prior to the procedure. Four partial recaptures were performed during the procedure. At the 45 day transesophageal echocardiogram (tee) in november 2023, the patient was on aspirin and plavix. Two hundred forty-five (245) days post procedure, the patient experienced a tia. The patient presented with symptoms of brief aphasia for less than an hour upon admission. No therapy was used to treat the aphasia itself. The mechanism of the tia was ischemic, which was seen on computed tomography (CT) and computed tomography angiography (cta). The following day, a (tee) was performed, which showed a 3mm leak that was not present at the 45 tee. No thrombus was seen. The patient was discharged the same day, and the closure device was considered stable. The patient was treated and discharged on plavix and aspirin. No further patient complications were reported.

Manufacturer narrative:
B5: describe event or problem - updated. H6: patient codes - updated.

Event description:
It was reported that a transient ischemic attack (tia) occurred. A left atrial appendage (laa) closure procedure was performed, and a 35mm watchman flx laa closure device was implanted. The patient was on xarelto prior to the procedure. Four partial recaptures were performed during the procedure. At the 45 day transesophageal echocardiogram (tee) in (B)(6) 2023, the patient was on aspirin and plavix. Two hundred forty-five (245) days post procedure, the patient experienced a tia. The patient presented with symptoms of brief aphasia for less than an hour upon admission. No therapy was used to treat the aphasia itself. The mechanism of the tia was ischemic, which was seen on computed tomography (CT) and computed tomography angiography (cta). The following day, a (tee) was performed, which showed a 3mm leak that was not present at the 45 tee. No thrombus was seen. The patient was discharged the same day, and the closure device was considered stable. The patient was treated and discharged on plavix and aspirin. No further patient complications were reported. It was further reported that the patient later experienced a stroke in (B)(6) 2024. No further details were provided.

Manufacturer narrative:
B5: describe event or problem - updated. H6: impact codes - updated.

Event description:
It was reported that a transient ischemic attack (tia) occurred. A left atrial appendage (laa) closure procedure was performed, and a 35mm watchman flx laa closure device was implanted. The patient was on xarelto prior to the procedure. Four partial recaptures were performed during the procedure. At the 45 day transesophageal echocardiogram (tee) in (B)(6) 2023, the patient was on aspirin and plavix. Two hundred forty-five (245) days post procedure, the patient experienced a tia. The patient presented with symptoms of brief aphasia for less than an hour upon admission. No therapy was used to treat the aphasia itself. The mechanism of the tia was ischemic, which was seen on computed tomography (CT) and computed tomography angiography (cta). The following day, a (tee) was performed, which showed a 3mm leak that was not present at the 45 tee. No thrombus was seen. The patient was discharged the same day, and the closure device was considered stable. The patient was treated and discharged on plavix and aspirin. No further patient complications were reported. It was further reported that the patient later experienced a stroke in (B)(6) 2024. No further details were provided. It was further reported that the stroke reported in may was an acute ischemic stroke. The patient was admitted on (B)(6) 2024 for an occlusion of the lm2 artery. The symptoms that the patient presented with started on (B)(6) 2024 including sudden onset difficulty speaking and right sided weakness. The patient went to the emergency room immediately after experiencing symptoms. Tissue plasminogen activator was given at admission and a thrombectomy was attempted. The patient responded to the therapy and survived the stroke. The patient still had mild ephasia during admission. The resolution date was (B)(6) 2024 and the patient was discharged home.